Event description:
Contact lense tears into 2 parts when removed from eye. Part of the contact lens remains on eye surface and sometimes slips to the top of eye socket and is very hard to remove. The ciba contact lens tears during removal from the eye. The lens gets lodged in the upper part of the eye ball. It is painful to remove and difficult to find the torn piece of the lens. I walked around for a day with an irritated eye not realizing that the torn piece was still in my eye. Finally, I was able to determine that indeed there was a piece of the daily wear contact lens still lodged in my eye. I have worn contact lenses for over 20 years, this is the first time I have ever had this problem. Previously, I had used another company's lenses. Dose or amount: daily wear contact lenses. Dates of use: 2006 - 2007. Diagnosis: vision correction. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.